Event description:
Reportedly, during patient use, it was found that the touch panel did not operate properly. The patient was manually ventilated and transferred to another unit. There were no adverse patient effects reported. At the hospital, the unit was restarted when a "device alert led" message was lit. This issue was not duplicated by the distributor. There...

Manufacturer narrative:
Though requested, additional patient information was not provided.